Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they feel the neurostimulator was not working right anymore. Pt said even if they were taking their pain medicine hydrocodone 10 mg it was not helping them anymore the pain is still there. Pt said they had noticed that when they bent it hurts and now its back with that feeling. Pt said they had already tried increasing their stimulation, but it was not helping. Patient said the issue started 10 days ago. Pt also said it was getting hard to connect to the handheld device, a lot of times they will get device not found and it takes quite a while to connect. Pt also said one time checked the ins battery it was 60% and when they connect the recharger it shows 100%. Pt said there was a lot going on. Pt said they were wondering if they can do like an MRI to check if the lead placement was still okay or if something got disconnected. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.